Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: flashing the medtronic logo. No further concerns were recorded. Proceed it with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation device gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the insulin pump three times to determine flashing medtronic logo is permanent. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Force sensor zero offset out of specification. Device also received with cracked case (battery tube) and cracked battery tube threads. In conclusion device received with unexpected flashing medtronic logo due to corroded electronic assembly. No blank display was noted and unable to fully test device to confirm missing or partial display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had flashing display. The insulin pump was flashing the medtronic logo and it did not show the home screen. Customer had tried to replace the battery but issue was not resolved. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.